Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device display was blank. Additional clarification was provided and it was determined that the device was intermittently not booting up. There was no patient involvement.